Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight and experienced tenderness at the lead/extension site. It was noticed the lead/extension was superficial. On (B)(6) 2016, the patient underwent surgical intervention. During the procedure, it was determined the extension was causing the issue. As a result, the extension was explanted which resolved the issue.